Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) that appeared on the homechoice (hc) unit display during dwell 5 of 5. The patient was connected. The technical service representative had the customer cycle the power off and on. The caller would call the registered nurse (rn) regarding the air detect alarm and being connected when a bag was disconnected the technical service representative advised the customer to end therapy and start over with new supplies or complete the therapy with manual supplies. Proper procedures per the user manual were reviewed with the hp. The hp would complete therapy with manual exchanges. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2012, baxter contacted the home patient (hp). The hp stated that they were in dwell 5 of 5 when the bag became disconnected. They called the technical service representative (tsr) who assisted the hp with clearing the alarm. The hp stated they did not know how the bag became disconnected. The hp was able to continue with therapy using manual supplies.

Manufacturer narrative:
(B)(4). This complaint for a se 2240 was confirmed, due to the supply bag disconnecting from the supply line; however, no root cause could be determined. The sample was not returned to baxter, therefore, no evaluation could be performed. The lot number was unknown, so a batch review could not be performed. This issue is being investigated through CAPA.